Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: left pelvis, left adnexa / failure to occlude (close) fallopian tube (s)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 37-year-old female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: ortho tri-cyclen from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included fibroids. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 12 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there was one coil noted on the right side and three coils noted on the left side, failure to occlude (close) fallopian tubes, migration of essure device, other right coil not identified . Failure to occlude (close) fallopian tubes, migration of essure device, other (please describe) right coils not identified. Essure device in the left lower quadrant which does not appear to. Be within the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) left occlusion only; on (B)(6) 2016: the left essure device is identified. The right essure device is not identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: the left essure device is identified. The right essure device is not identified most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: anxiety and mental anguish and migration/ migration of essure device location of device: left pelvis, left adnexa / failure to occlude (close) fallopian tube (s) are clubbed together lot number, historical drug, concurrent condition and laboratory data were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: left pelvis, left adnexa / failure to occlude (close) fallopian tube (s)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 37-year-old female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: ortho tri-cyclen from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included fibroids. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 12 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there was one coil noted on the right side and three coils noted on the left side, failure to occlude (close) fallopian tubes, migration of essure device, other right coil not identified . Failure to occlude (close) fallopian tubes, migration of essure device, other (please describe) right coils not identified. Essure device in the left lower quadrant which does not appear to. Be within the fallopian tub. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) left occlusion only; on (B)(6) 2016: the left essure device is identified. The right essure device is not identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: the left essure device is identified. The right essure device is not identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case become incident. Events added- device dislocation, abdominal pain, psychological trauma, genital bleeding. Reporter added, patient demographic added, product indication updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.